Event description:
Gen report received of unspecified number of undocumented incidents of retrograde flow while backcheck valves were in use. The pts were receiving unspecified hydration solutions on the primary lines and unspecified antibiotic solutions on the secondary lines. Shortly after the secondary solutions were started, the nurses noted the secondary solutions were flowing into the primary solutions' containers. The nurses clamped the primary tubing sets and the antibiotic deliveries were completed. There were no reported adverse pts effects. No med interventions were required.